Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel perforation occurred, requiring placement of a covered stent. The lesion being treated extended from the proximal sfa all the way to the popliteal (pop) artery. The vessel was a total cto and had no flow prior to the start of the case. The physician used a 6f ansel introducer sheath and an avinger wild cat crossing device to access the target lesion. The avinger wild cat was run the entire length of the lesion to create a channel, but caused a dissection at the mid sfa. The lesion being treated extended from the proximal sfa all the way to the popliteal (pop) artery. The vessel was a total cto and had no flow prior to the start of the case. The physician used a 6f ansel introducer sheath and an avinger wild cat crossing device to access the target lesion. The wild cat was guided only by the calcium on the angio. The avinger wild cat was run the entire length of the lesion to create a channel, but caused a dissection at the mid sfa. As per the oas instructions for use, "use of the oas is contraindicated in the following situations:...the patient has angiographic evidence of significant dissection at the treatment site," the physician was advised not to spin the orbital atherectomy device (oad) in the dissected vessel, but elected to proceed with oas treatment. After removal of the avinger crossing device, a glidewire was introduced and then exchanged for a viperwire. The physician then performed three runs with a 1.25 classic crown oad. After taking images he decided to perform two more runs using a 2.0 solid crown oad. A small amount of tissue was caught on the device during the first run. The physician continued to perform a second run and the device stopped and had to be removed. At that time the wire appeared to be stuck to the device. The physician then inflated a 5.0x200 balloon for 10 minutes. Angiographically, the lesion demonstrated some improvement, but the physician then used a inflated a 6.0x100 balloon for 25 minutes. After deflation of the balloon, the physician decided to use a gore viabahn endoprosthesis stent in the mid sfa area. The post-stent pictures confirmed a fully repaired sfa. Blood flow was restored with no complications. The patient's status remained stable throughout the procedure.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unknown. (B)(4). Device not returned.